Event description:
It was reported that the procedure was to treat a lesion in the right superficial femoral artery (rsfa). The 7x150mm armada balloon dilatation catheter (bdc) was advanced to the target lesion and the balloon was inflated; however, the balloon ruptured during the second inflation at 10 atmospheres (atm). An unspecified balloon followed by stenting was used to complete the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information provided, a definitive cause for the reported balloon rupture could not be determined. Possible factors that could contribute to balloon material ruptures include, but are not limited to, balloon damage during processing of the balloon material, inflation technique, interactions with other devices or patient anatomy. In this case, a conclusive cause for the reported balloon rupture could not be determined since the device was not returned for analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.